Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV antibiotics. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.